Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller stated a month ago she noticed her meter was giving readings over 300 and she was increasing her medication based on those readings. About 2 weeks ago, on a saturday, she took a reading in the evening which was over 300 so she took metformin and glipizide and was not feeling well. She was shaky and sweaty so she decided to go to the hospital. Ten minutes later at the hospital, she was told her glucose was normal as they got a reading of 120 with the hospital meter. She was not given medication because they said she didn¿t need it. She felt like she took too much medication even though her blood sugar was normal at the hospital. She is doing everything properly; washes hands, uses new lancet and stores in her bedroom. She does use alcohol, but lets it dry before pricking finger. Controls not used. Replacing product.